Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Per uf/importer report # (B)(4): describe the event or problem: microbore extension set leaking at green hub while infusing dopamine. Patient experienced decreased arterial pressure. Patient required normal saline bolus, increased dopamine and increased epinephrine following this issue. What was the original intended procedure? Medication infusion what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) therapies being used on the patient at the time of the event that may have caused or contributed to the event: cardiac drugs. Other information about the patient that may have influenced the outcome of the event: none other relevant history, including preexisting medical conditions: preexisting characteristics that may have contributed to the event: hypertension.